Event description:
It was reported that the pt implanted with a vena cava filter presented to the ER with abdominal pain and a CT scan demonstrated that one of the filter components had perforated the pt's duodenum. Imaging also demonstrated that the filter had tilted approx 60 degrees and the apex of the filter was embedded in the cava wall. The filter was successfully retrieved using a snare. Upon filter removal, it was observed that one of the filter feet had detached. It was not visible on imaging. The pt is currently recovering.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was not provided. The device has been retained by the user facility; therefore, a product eval could not be performed. Despite attempts, case images were not provided for eval. Based on the info available, the result of the investigation is inconclusive. The event root cause is unk. The current IFU (instructions for use) states: potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. Warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: filter tilt, filter malposition, pain.